Event description:
Patient seeking legal action.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
Update rec'd 12/09/2014- litigation papers received. Litigation alleges pain and elevated metal ion levels. The stem and adapter sleeve are being added to the complaint. The invoice was located for part/lot information. The complaint was updated on: 01/07/2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.